Event description:
Covidien received information stating that the patient was placed on another ventilator due to a 980 ventilator malfunction. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The usb flash drive and the gui cable were replaced. The software was upgraded to the current software level. The ventilator passed all testing.